Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor going off automatically occurred due to failure of power supply (g1) board. The cause of the faulty power supply board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the power supply (g1) board was faulty causing the monitor to shut off, the printed circuit board (qb) was faulty causing the dark image in the input port for sdi-2, there was dust found inside the equipment, the power switch bracket was broken, the rear cover was cracked, and the image related issue not found in the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor would have the image come and go intermittently. The issue was found during maintenance, with no procedure involved. There were no reports of patient harm.